Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected failure rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implants. According to the clinician 2 implants were placed in site numbers 23 and 26 during a routine procedure in class ii bone. The clinician reported that the implants did not integrate and were removed approx. 8 months post-operatively.